Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 26-jun-2023 in the pump history file. (B)(6) 2023 09:10:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.3 bolusamountdelivered = 6.3 (B)(6) 2023 15:16:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2 (B)(6) 2023 19:32:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.1 bolusamountdelivered = 9.1 (B)(6) 2023 22:12:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.5 bolusamountdelivered = 5.5 please see below for the daily total of all insulin delivered on the event date 26-jun-2023. (B)(6) 2023 00:00:00.000 dailytotals daily total collection start time = (B)(6) 2023 00:00:00.000 daily total of all insulin delivered = 52.975 daily total of basal insulin delivered = 26.875 daily total of bolus insulin delivered = 26.1 there were no auto suspend alarm noted in the pump history file. Please see below for the user suspended alarm on the event date 26-jun-2023 in the pump history file. (B)(6) 2023 05:37:31.000 insulindeliverystopped systemtime = (B)(6) 2023 05:37:31.000 reasonforinsulindeliverysuspension = user suspended reviewed the pump history for pump errors/alarms 1 week prior to the event date 26-jun-2023 in the pump history file. There were no unexpected pump errors/alarms noted. (B)(6) 2023 16:45:18.000 batteryremoved (B)(6) 2023 16:45:18.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 16:45:32.000 batteryinserted the pump passed the functional testing. Unable to confirm alleged dka/high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia along with the hospitalization. No further patient complications were reported. Troubleshooting was performed, customer reported the blood glucose values during time of hospitalization was 430 mg/dl. The blood glucose values during time of call was 200 mg/dl. Customer had symptoms of chest pain. Customer was treated with manual injection. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event.   The device will was returned for analysis.